Manufacturer narrative:
Product ID: 8711, lot# j11349r17, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that patient was admitted to the ICU last night ((B)(6)) because she was slow in responding. Patient was completely sedated and the physician in the hospital wanted the pump turned off. Drug in the pump was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes.